Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. Upon return of equipment and evaluation, the device was downloaded and it was noted a treatment was delivered on (B)(6) 2016. The patient subsequently passed away. The lifevest delivered a treatment on (B)(6) 2016 at 16:22:33, the rhythm prior to the treatment was asystole with CPR artifact. CPR artifact was seen post treatment. The electrode belt was disconnected at 16:22:47, no further monitoring would be available. Over sensing of a low amplitude input signal as well as CPR artifact contributed to the false detection. There is no indication that the treatment caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.